Manufacturer narrative:
Upon receipt at the post market quality assurance laboratory confirmed the allegation of the exposed wiring and damaged insulation, however the root cause was unable to be determined. Visual inspection of the conductor's insulation revealed a cut of approximately 8 inches in length, exposing wires inside the power cord which likely made contact and caused a shorted condition. Normal behavior was observed during all other testing.

Event description:
Boston scientific received information that the power cord of this communicator began sparking. The cord insulation was melted leaving exposed wires. No adverse patient effects were reported. The communicator along with the power supply were returned for analysis.